Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6 fr 90 cm destination sheath was received for evaluation. Visual inspection of the sheath revealed damage was at the tip of the sheath. The soft tip was observed under microscope and was found to be separated from the sheath shaft. Upon examination, it was observed that there was discontinuity in melt bond of soft tip material to the sheath. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d10. It was initially reported that the actual device was received; however, it was confirmed that an empty box was received. Therefore, section d10 has been updated to reflect the date of which the actual sample was received. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tip of the destination guiding sheath dislodged during the procedure. The physician was able to snare the broken portion during the procedure. The patient condition was stable, and the procedure outcome was positive. There was no patient injury, medical/surgical intervention required. Additional information was received on 21may2020. The procedure performed was a left lower extremity angiogram. Testing was confirmed that no remaining pieces where left behind. There was no extra blood loss.